Manufacturer narrative:
Failure to heed owner's manual warning about unintended operation of the lift chair.

Event description:
Customer's daughter alleges her father fell asleep in the lift chair and somehow the controller wedged under him and he inadvertently powered the lift chair to standing position and he fell over in the lift chair.

Event description:
Customer's daughter alleges her father fell asleep in the lift chair and somehow the controller wedged under him and he inadvertantly powered the lift chair to standing position and he fell over in the lift chair.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.